Event description:
Wrong amount of gadavist was entered into the siemens mak (med administration check) system because bar code scanning gun in the MRI scan room is not working properly. The scan gun goes into some type of "sleep mode" and needs to be triggered multiple times, then it will scan correctly. While trying to scan gadavist barcode, the system registered a dose of 65ml. When I entered the correct dose of 10ml, the system alerted me of a recent contrast administration (within 48 hours). Nurselinks confirmed that 65ml dose was recorded.